Event description:
During use for cardiopulmonary bypass, the level sensor module erroneously reported that the level sensor was not attached. There were no adverse consequences to the patient as a result of this event.